Event description:
According to the reporter, the new device was opened and the suture and needle were detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.